Event description:
Boston scientific crm received information that the patient implanted with this right ventricular pacing lead had fallen. As a result, this lead had dislodged. High threshold measurements were also observed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. Should additional information become available, this event will be updated.